Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the emergency light was turned on because the main lamp did not light up due to faulty ignitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿emergency lights turned on¿ was confirmed. The event occurred due to a faulty igniter. The following findings were also noted during device evaluation: output connector (light guide connection part) is loose due to wear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro xenon light source emergency lights turned on. There was no report of patient harm or user injury associated with this event.